Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing that resulted in storage of an untreated episode one month post implant. Technical services (ts) discussed potential causes and troubleshooting options. The patient was seen for in clinic follow up. Upon interrogation of the device with a programmer, a high impedance message was observed due to a high out of range shock impedance measurement. The setup process was performed and three in range measurements were obtained, however, a fourth measurement was noted to be out of range. Ts discussed the potential of an electrode to device header connection issue due to the noise and out of range measurements occurring so soon after implant. A revision procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. Upon opening the pocket, the physician performed a tug test on the electrode. The electrode did not pull out of the device header when tugged. The electrode was then disconnected from the device header. Upon reconnection of the electrode to the device header, impedance measurements were within normal limits and appropriate sensing was observed. Technical services (ts) discussed the potential that the electrode was not fully inserted into the device header. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing that resulted in storage of an untreated episode one month post implant. Technical services (ts) discussed potential causes and troubleshooting options. The patient was seen for in clinic follow up. Upon interrogation of the device with a programmer, a high impedance message was observed due to a high out of range shock impedance measurement. The setup process was performed and three in range measurements were obtained, however, a fourth measurement was noted to be out of range. Ts discussed the potential of an electrode to device header connection issue due to the noise and out of range measurements occurring so soon after implant. A revision procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing that resulted in storage of an untreated episode one month post implant. Technical services (ts) discussed potential causes and troubleshooting options. The patient was seen for in clinic follow up. Upon interrogation of the device with a programmer, a high impedance message was observed due to a high out of range shock impedance measurement. The setup process was performed and three in range measurements were obtained, however, a fourth measurement was noted to be out of range. Ts discussed the potential of an electrode to device header connection issue due to the noise and out of range measurements occurring so soon after implant. A revision procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service.it was reported that surgical intervention was undertaken. Upon opening the pocket, the physician performed a tug test on the electrode. The electrode did not pull out of the device header when tugged. The electrode was then disconnected from the device header. Upon reconnection of the electrode to the device header, impedance measurements were within normal limits and appropriate sensing was observed. Technical services (ts) discussed the potential that the electrode was not fully inserted into the device header. No additional adverse patient effects were reported. This device remains in service.